Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient strokes occurred. During an ablation procedure, a sureflex steerable guiding sheath was selected for use. The sheath was prepared and then introduced into the left atrium. The sheath was aspirated to prevent bubbles. Once the device were connected with a non-boston scientific mapping catheter and ablating device, ablation was performed and the catheter was pulled out from the sheath. At this point when the physician tried to aspirate, a resistance was felt. The physician immediately stopped the procedure and pulled the sheath out. Outside the patient body, the sheath was flushed but there was no blood coagulum. The device is not expected to be returned for analysis. The sheath was flushed/aspirated without anything in it, it was after getting the ablation catheter out of the sheath it couldn't be aspirated. No damages or issues noted with the stopcock. After getting the sheath out there were nothing on the tip. The "little strokes" were slowly transient and the patient seem to be recover.